Event description:
It was reported to bsc/target that during the procedure the tracker excel-14 microcatheter broke in half after papaverine was delivered. The device was pulled out without any difficulties. The condition of the pt was not affected by this event.